Event description:
The surgeon reported that the 2.0 hex driver deformed and then broke during insertion of apex posts. Insertion of the post was really tight. The surgeon was able to get the post in the middle finger pip joint but noticed that the driver was twisted. During insertion of another post in the index finger pip, the post had about 5-6 mm to go and the surgeon felt it was really tight, and the driver broke. The surgeon then tried using pliers to remove the post and the head of the post broke off. The surgeon was unable to remove the tip of the post, and was able to complete the case by plating over the top dorsally with a plate and 6 screws (3 screws on either side of the joint). The post that broke was a 4.0 x 20 mm post x 30 deg. The surgeon indicated the patient had hard, dense bone.